Manufacturer narrative:
Initial reporter name and address- phone number: (B)(6). PMA/510(k) #- pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent was found to be broken when removing the device from the packaging. A photo of the device appears to show a partial separation approximately midway through the shaft of the device. The procedure was completed using another new device. No adverse effects to the patient were reported as a result of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, a filiform double pigtail ureteral stent was found to be broken when removing the device from the packaging. A photo of the device appears to show a partial separation approximately midway through the shaft of the device. The procedure was completed using another new device. No adverse effects to the patient were reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. One filiform double pigtail ureteral stent was returned for investigation. Inspection of the returned device noted: the wire guide was returned still in the holder and the positioner did not have the hub attached to it. The stent was found to be broken in the middle and almost separated into two pieces. The broken area of the stent looked clean with no rough edges. The absence of the positioner hub was presumed to be due to the customer removing it as its absence was not mentioned in the complaint. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The relevant manufacturing documents were reviewed, and it was concluded that the stent was adequately inspected during quality control. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. The cause of the break in the stent was unable to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.